Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by penumbra clinical team on 04/06/2021: 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a coil embolization procedure in the basilar tip using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing a smart coil through the middle of the microcatheter. Therefore, the smart coil was removed. The procedure was completed using another smart coil, seven additional coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was twisted together. The pull wire was inside the distal detachment tip (ddt), and the embolization coil was detached from the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed that the embolization coil was detached from its pusher assembly. Based on the returned condition, the root cause to reported complaint could not be determined. Further evaluation offset coil winds on the embolization coil, and a twisted pusher assembly. This damage was likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of resistance noted while advancing the smart coil through the middle of the microcatheter.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar tip using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing a smart coil through the middle of the microcatheter. Therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.